Event description:
A report was received that the patient had pain and could not move or feel his legs. The physician performed a decompression and removed the paddle lead and extensions. The patient was diagnosed with spinal hematoma which the physician believed was not device related. The patient's wife reported in 2009, that the patient was still unable to feel or move his legs.

Manufacturer narrative:
The explanted devices were not returned to bsn, as they were discarded by the medical facility.